Event description:
It was reported that during an implant procedure, the guidewire failed to advance into the atrial lead. Therefore, the physician decided to use and implant a new lead. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to advance the stylet was not confirmed. Upon received, the stylet insertion/ removal test was performed and found the stylet could be fully inserted inside the lead and removed with no obstructions/restrictions. Electrical analysis found no indication of conductor fractures or internal shorts. No anomalies on visual and x-ray inspections of the lead.